Manufacturer narrative:
Evaluation summary: this is an event in which a check valve attached to a component of an endoscope clogs the aspiration line. The cause is thought to be that the check valve that got into the washing machine during the washing process clogs the pipe with the water flow.

Manufacturer narrative:
Continued: this device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: biopsy inlet t-piece stuck accessory at aft tube; passed dry leak test; passed wet leak test; air/ water socket cylinder o-ring chipped; fluid invasion not observed in control body; fluid invasion not observed in pve connector; customer complaint confirmed. The device was repaired where all defects found was remediated and returned to the user on delivery note (B)(4). On 04-nov-2021, a device history record (DHR) review for model ec38-10l, (B)(4) was performed and the DHR review confirmed the endoscope had 1 failure found during in-process inspection for filter defect. The device was reworked where the filter was replaced and completed manufacturing on 24apr2019 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, the user stated there was resistance in primary biopsy channel, however the quality control inspector found biopsy inlet t-piece have a stuck accessory. The customer stated the event occurred during reprocessing and the user was not sure what is blocked in channel (and) they cannot get the brush through to clean. There was no adverse event reported with this complaint. No other information provided with this complaint.